Event description:
It was reported via medwatch (B)(4) that device detachment occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the chronic totally occluded target lesion. However, the device broke as it was being inserted. A second device was used without any problems. There was no known harm to the patient.

Event description:
It was reported via medwatch (B)(4) that device detachment occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the chronic totally occluded target lesion. However, the device broke as it was being inserted. A second device was used without any problems. There was no known harm to the patient.